Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 088) issue. The reporter alleged that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-jun-2019 with the following findings: a review of the black box showed no call service alarms. The data from the date of the complaint had been overwritten due to continuous use. The pump powered up properly with no alarms. The rewind, load, and prime steps were performed successfully. The pump was exercised for 12 hours, and after 12 hours no call service alarms were received. Unrelated to the original complaint, the display was dim/pink. No evidence of internal moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.